Event description:
It was reported that the left ventricular (lv) lead had exit block one day post implant and during the time it was implanted had high thresholds. In the middle of 2013, the lead dislodged and the pacing function was turned off until the lead was explanted and replaced. It was further reported that the device had unexpected expected longevity with a minimum of 1 ½ years left. The device had only been implanted for 3 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product ID 419488 implantable pacing lead implanted: 2011 (B)(6); product ID 6947 implantable tachy lead implanted: 2011 (B)(6). (B)(4).